Manufacturer narrative:
Section d information references the main component of the system and other applicable components are: product ID 3389s-40 lot# va16qk6 serial# implanted: (B)(6) 2017 explanted: product type lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative about a patient with an implantable neurostimulator (ins) for unknown symptoms. It was reported that the patient was having a lead placed and there was a concern that they had a stroke intraoperatively.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.